Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances of greater than 2000 ohms, which was discovered during routine follow-up. The patient reported falling back in september 2023 and the physician suspected the ra lead may have been fractured during the fall, thus causing the high impedances. No changes have been made due to the patient's age and all evidence indicates the ra lead remains in service. No adverse patient effects were reported.